Manufacturer narrative:
Citation: virtanen mpo et al. Comparison of survival of transfemoral transcatheter aortic valve implantation versus surgical aortic valve replacement for aortic stenosis in low-risk patients without coronary artery disease. Am j cardiol. 2020 feb 15;125(4):589-596. Doi: 10.1016/j.amjcard.2019.11.002. Epub 2019 nov 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes following transfemoral transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement (savr) in low-risk patients without coronary artery disease. All data were retrospectively collected from the finnvalve registry (five centers) between january 2008 and october 2017. The study population included 1,006 patients and was predominantly female with a mean age of 73 years. Tavi was performed in 175 patients and savr in 831 patients. Of the tavi patients, an unidentified proportion were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all tavi patients, approximately 29 all-cause deaths occurred within three years after tavi. Based on the available information, medtronic product was not directly associated with the deaths. Among all tavi patients, adverse events included: new permanent pacemaker implantation; stroke; conversion to cardiac surgery; aortic dissection/rupture; major vascular complications; red blood cell transfusion of greater than 4 units; life-threatening/disabling/major bleeding; resternotomy or thoracotomy for bleeding; intervention for peripheral bleeding; new onset atrial fibrillation; and mild-moderate paravalvular regurgitation/leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.